Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging the ipg thus the ipg was inoperable. The sjm representative confirmed the issue. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was explanted. Device information is unknown. Concomitant device information is unknown. Initial reporter information is unknown.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 to implant an ipg. Therapy has been restored device information added.